Event description:
It was reported the patient experienced overdose symptoms of difficulty walking, dizziness, nausea, and vomiting about 1.5 months ago due to receiving too much fentanyl. The overdose may have been because the dose was too high or may have been due to a concentration change. The hcp is now working on decreasing the dosage. It was also reported marcaine in the pump caused an increase in blood pressure and pulse to slow causing a low flow stroke. The patient was planning to have the pump removed and a stimulation system implanted. At the time of the report, the patient was at home. Additional information has been requested.